Manufacturer narrative:
Additional communication received after the initial reports indicated that flow was resolved after using a fibrinolytic agent, indicating that a catheter clot may have been a likely root cause of the slow flow rate. Catheter thrombosis is a known adverse event that is listed on the intera 3000 hepatic artery infusion pump IFU. If additional information is received later, a supplemental report will be filed.

Event description:
Additional information received: it was noted on (B)(6) 2023 that the residual returned during refill was 23cc hep saline and the [calculated] flow rate was 0.5ml/day. On the prior refill on (B)(6) 2023, the device had 15 cc returned and flow rate was calculated as 1.07ml/day. Cta was performed on (B)(6) 2024 and was reported by the healthcare provider to be negative for thrombus. It was reported that there was resistance in the special bolus pathway. It was reported that the patient was schedueld for surgical resection of the primary tumor on (B)(6) 2024. It was reported that on (B)(6) 2024 the hcp administered a fibrinolytic and the pump flushed without problem. On (B)(6) 2024, the hcp obtained 16 ml of residual volume at the time of pump access, indicating normal flow.

Manufacturer narrative:
The device history record for the final assembly was reviewed. There were no nonconformances or deviations pertaining to serial number: (B)(6) were noted in the record. The device met all manufacturing specifications prior to release. After the intiial report, the hcp reported the flow rate as 'stabilized' and no additional action is planned with the clinician. Flow rate was last reported to be 1 ml/day as calculated by the clinician. 1 ml/day is within +/- 15% of the intra-arterial rate of 1.2 ml/day. The device remains implanted and cannot be externally evaluated. If additional information is received at a later date, a supplemental report will be filed.

Event description:
Report was received from a health care provider that a patient whose intera 3000 hepatic artery infusion pump seems to be running slower than expected. Serial number: (B)(6), with an as-manufactured intra-arterial flow rate of 1.2 ml/day. The following calculated flow rates were reported by the hcp: on (B)(6) 2023: 1.07 on (B)(6) 2023: 1.0ml/day on (B)(6) 2023: 0.93ml/day. No other patient consquences reported at the time of the inital report. On (B)(6), the hcp reported the flow rate was 0.96ml/day, and on (B)(6) it was 1ml/day. Infusates were reported as follows: on (B)(6) 2023: heparin ns, on (B)(6) 2023: fudr, on (B)(6) 2023: heparin ns, on (B)(6) 2023: fudr, on (B)(6) 2023: heparin ns. The hcp stated they had "no action planned - flow rate seems to have stabilized and hoping [the patient] goes to surgery soon after this cycle of therapy."

Manufacturer narrative:
The device history record for the final assembly was reviewed. There were no nonconformances or deviations pertaining to serial number (B)(6) were noted in the record. The device met all manufacturing specifications prior to release. At the time of this report, the device remains implanted and cannot be externally evaluated. If additional information is received at a later date, a supplemental report will be filed.

Event description:
Report was received from a health care provider that a patient whose intera 3000 hepatic artery infusion pump seems to be running slower than expected. Serial number (B)(6), with an as-manufactured intra-arterial flow rate of 1.2 ml/day. The following calculated flow rates were reported by the hcp: - 9/8/23: 1.07 - 9/22/23: 1.0ml/day - (B)(6) 2023: 0.93ml/day. No other patient consequences reported at the time of the initial report.

Event description:
Additional information received: it was noted on (B)(6) 2023 that the residual returned during refill was 23cc hep saline and the [calculated] flow rate was 0.5ml/day. On the prior refill on (B)(6) 2023, the device had 15 cc returned and flow rate was calculated as 1.07ml/day. Cta was performed on (B)(6) 2024 and was reported by the healthcare provider to be negative for thrombus. It was reported that there was resistance in the special bolus pathway. It was reported that the patient was schedueld for surgical resection of the primary tumor on (B)(6) 2024.

Manufacturer narrative:
The device remains implanted at the time of this report. If additional information is received at a later date, a supplement will be filed.